Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. This evaluation determined that the reported event occurred due to undersized internal diameter of cannula (ncr initiated).

Event description:
On (B)(6) 2021 it was reported by arthrex employee via sems that an ar-3210-0040 nanoscope obturator did not pass through both sheaths. This was discovered during use in an unspecified case performed on (B)(6) 2021. The case was completed using a new product with no patient effect.